Event description:
The pt reportedly experienced intermittencies followed by a loss of lock between the external equipment and cochlear implant. External equipment was exchanged, but the problem did not resolve. Testing performed by the center revealed that the device was not functioning. Surgery to revise the pt's c1 device has been scheduled.